Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced a balloon rupture. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. One patient was reported as a 55 year old female who weigh 60kgs. All other patient information was not provided.

Manufacturer narrative:
H10: the lot numbers for the three malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. For one of the three malfunctions, video was provided and reviewed, therefore the investigation is confirmed for the reported rupture issue. However, the reported circumferential rupture cannot be confirmed. For the remaining two malfunctions, the investigations are inconclusive as no objective evidence was provided for review. The definitive root causes could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot numbers for the three malfunctions were provided, therefore, lot history reviews were performed. None of the devices were returned for evaluation, however, one malfunction provided a video for review. The investigation is confirmed for the reported rupture issue. For the remaining two malfunctions, the investigations are inconclusive as no objective evidence was provided for review. The definitive root causes could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced a balloon rupture. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. One patient was reported as a (B)(6) who weigh (B)(6). All other patient information was not provided.